Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade iii and "prosthesis is in recall." Device remains implanted.

Event description:
Patient representative later reported left side ¿an anecogenic liquid collection is observed, suggesting thick material, adjacent" and " reactional lymph nodes with preserved morphology in the left axilla, lymph node with hilum cortex preserved in the left ganglion chain measuring up to 1.5 x 0.8 cm¿, ¿slight stiffening of the prosthesis of the left breast¿, ¿asymmetry between the breasts, and the stiffening became even greater¿, ¿pain when performing some exercises at the gym (weight training), being painful to do exercises that involved the chest muscles¿, ¿uncomfortable in other exercises that did not feel before, and it became impossible to do any exercise that involved the upper limbs¿, ¿simple tasks such as tying your hair, picking up an object, carrying small weights or lying on your stomach became uncomfortable and, after time, the pain began to appear even at rest¿, ¿nodules were evidenced in the left armpit and a sign of an inflammatory process on the left due to probable contracture¿, ¿moderate nonspecific chronic inflammatory infiltrate¿, and ¿congested vessels and foci of hemorrhage.¿

Manufacturer narrative:
The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade iii and "prosthesis is in recall." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, g.2, h.6.